Event description:
It was reported that during a da vinci-assisted general oophorectomy surgical procedure, clinical sales representative (csr) reported from off site that the system incurred a non-recoverable fault. The customer power cycled the system, and the image was then inverted. The customer stated that they swapped to a 0-degree endoscope and continued with the case. Technical support engineer (tse) advised hard cycling when clinically possible. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.